Event description:
During a bronchoscopy procedure the "pvc" tip separated from the cytology brush. The complainant indicated the diseased part of the lung, containing the tip, will most likely be excised.